Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's daughter reported that on (B)(6) 2016 around 11:30 am customer was feeling "shaky and confused," but she was unable to test her father using his adc blood glucose meter since it displayed a low battery icon. Customer was treated by his daughter with crackers, cheese and soda. No additional medical intervention was required. There was no report of death or permanent injury associated with this event.